Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found ¿down¿ at home with the pump off. The duration of time the patient was down and the pump was off was not known. At the time of the event, the system controller generated a continuous audio tone. The red heart symbol and green pump running icon remained illuminated. The patient was switched to batteries, compressions were started and the system controller was switched out. The back-up system controller continued to display the same alarms and the patient¿s status remained unchanged. The patient was taken to an outside hospital. It was noted that the system controller continued to alarm. When the patient arrived to the hospital he was placed on a power module and the vad coordinator noted an alarm to connect the driveline. At an unspecified time, the system controller was exchanged again. The manufacturer's technical support reviewed the data log files from the three provided log files. Consistent low speeds, elevated power values, and elevated pulsatility index values were observed. The recorded events appeared consistent with a compromised driveline. These events appeared to have occurred while connected to the power module and battery power. The vad coordinator was able to evaluate the pump approximately 2 ½ hours after the initial alarm. Upon auscultation, it was noted there was no hum indicating the pump was not running. The vad coordinator observed twisting of the driveline and tears on the outer silicone jacket. Three pocket controllers were connected to the driveline in an attempt to restart the pump, the pump could never be restarted. The patient was put on veno-arterial extracorporeal membrane oxygenation and the family decided to withdraw care on (B)(6) 2015. The patient expired due to cardiac arrest on (B)(6) 2015.

Manufacturer narrative:
The report of red heart alarms and suspected percutaneous lead issue can be confirmed based on the evaluation of (B)(4). The pump returned assembled with the percutaneous lead cut approximately 1 inch from the pump housing and the severed portion of the lead did not return. Visual examination of the returned portion of the pump end bend relief revealed a rippled surface on the silicone consistent with fatigue failure. The bond between the silicone adhesive and the bend relief appeared intact. The evaluation did not reveal any defect or damage that may have contributed to the bend relief fracture. Visual examination of the percutaneous lead found that the bionate and shielding had pulled out of the nipple of the pump housing, and that several wires had completely fractured. Continuity testing of the lead found that the green, yellow, and black wires were disrupted. The shielding and bionate were removed from the pump-end portion of lead and examination of the underlying wires revealed that the green, yellow, and black wires had broken adjacent to the area of the fractured bend relief, near the nipple of the pump housing. The green and yellow wires, and the black wire represent phases 1 and 2 of the three phase motor, respectively, and the disruption of these wires would have left the pump with only a single intact motor phase, resulting in the reported alarms and pump stoppages. The fracture of the conductors of the wires appeared to be the result of repetitive flexing of the lead in this area. Thrombus was also found in the evaluation of (B)(4). Examination of the sealed inflow conduit revealed a strongly adhered deposition situated on the proximal opening of the inlet tube. Although a specific cause for its development cannot be conclusively determined, the deposition appeared to have developed in this area. The depositions found on the inlet tube did not appear to occlude the flow of blood. Examination of the remaining blood contacting surfaces revealed denatured blood situated in the proximal-side of the outlet stator and in the lumens of the inlet elbow, the outflow graft, and outflow elbow. A thin thrombus ring was situated on the inlet bearing ball. The depositions found in the pump appeared to be the result of a low flow event, or an interruption of flow through the pump, consistent with the fractured wires. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.